Manufacturer narrative:
Two vials (vial (B)(6) and vial (B)(6)) were received for investigation. A visual inspection of the returned vials showed no obvious signs of damage or contamination. The vial integrity of the returned vials was tested. As the primary packaging seal was acceptable for the returned vial, there was evidence to support that the returned product was appropriately sealed. The testing was performed using glycolyzed blood and all results were acceptable. The investigation did not identify a product problem. All testing with the returned test strips produced acceptable results and no test strip defects were observed.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The test strips were provided for investigation. The reporter stated that qc was performed on (B)(6) 2024 at 4:38 pm and was within range. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of questionable high glucose results for 1 patient sample tested on an accu-chek inform ii meter. Allegedly, at 10:53 am the meter reading showed "hi" (> 600 mg/dl) while at 10:54 am the meter result was 227 mg/dl. The reporter confirmed no laboratory draw was performed around the time of the meter measurements.